Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly from the femoral marker to the proximal end and a kink at the lap joint section. Friction marks were observed between the rotator and the retainer clip in the hub assembly. Microscopic inspection revealed that the distal housing of the transducer could not be observed due to the coagulated blood around the distal housing and that the lap joint portion had damage. Impedance testing showed a good unit wave form. Imaging test cannot be performed due to the coagulated blood around the distal housing. It was observed that the catheter leaked from the lap joint portion when the catheter was flushed. The complaint device was sent for x-ray analysis to observe the transducer distal housing and no damage consistent with saline exposure post-use of the device was noted.

Event description:
Reportable based on device analysis completed on 09/23/2021. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, during pullback of the device the image was dark and could not be seen. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed a lap joint leak.